Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was positioned on the septum with good lead measurements. However, when the physician attempted to fixate the lead, the helix did not extend after 15 turns of the fixation tool. An additional 15 turns were made but the helix was not fully extended. Despite efforts, the helix issue could not be resolved and this lead was removed. Another lead of the same model was implanted successfully. No adverse patient effects were reported. The attempted lead was returned for laboratory analysis.